Manufacturer narrative:
Corrected UDI #.

Manufacturer narrative:
No patient specific information was provided. No patient injury occurred. The serial number was not provided. Initial reporter's occupation was not provided. The disposable devices and lines have been discarded by the facility, therefore unavailable for evaluation. The disposable devices and lines were discarded by the facility. Without the sample or photo, the location of the leak could not be determined. Exact root cause could not be identified. Hardware fluid warming unit (model 245:sn (B)(4)) and pressure infusor (model 145:sn (B)(4)) were associated with this complaint. 3m was unable to confirm if these products are performing to specification since the devices were not returned for evaluation. The DHR was reviewed for each product. It was confirmed both units were released per the manufacturing process and met all specifications during manufacturing testing. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. A new process improvement was implemented december 2017 to further reduce incidence of solvent bond leaks. The reported fluid warming disposable set lot # hx8125 was produced prior to implementation of corrective action for solvent bonds. 3m continues to monitor their complaints to confirm the effectiveness of the change made. End of report.

Event description:
A hospital employee alleged the luer lock connections came apart on two 3m¿ ranger¿ high flow fluid warming sets (model 24355) during an unspecified procedure in the operating room on (B)(6) 2019. The luer lock connection came apart above the warmer on one set and below on the other when the system was under pressure using a 3m¿ ranger¿ pressure infusor (model 145). Subsequently, fluid leaks occurred during both the saline and prbc administration for a patient. The employee reported all connections were tightened prior to priming. No pump was used. The infusion used a 14g nexia¿ IV initially and then switched to central line. The employee reported they noticed a small amount of fluid was flowing back up into the empty disposable bag despite the clamp being closed. The employee reported this issue continued to occur after trying to inflate and deflate the empty disposable set side within the pressure infusor. The fluid was drained prior to removing the disposable sets from the warming unit. The lines were discarded and labeled contaminated by the facility. No harmful exposure to blood or patient injury occurred.